Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Model number c3tr01 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Event description:
A patient with a cardiac resynchronization therapy pacemaker (crt-p) was reported as deceased. The patient was a participant in the observe study. Information identified in the paperwork indicated the patient died approximately three months post implant of the crt-p system. A cause of death was requested and not received.